Event description:
When the package was opened, the scalpel protection was gone from the scalpel. As a result, a hospital resident was cut. Injured person outcome is unknown.

Manufacturer narrative:
Based on the visual damage to the tray, it is likely that this device was subjected to extreme shipping and handling conditions, including atypical crushing forces. The aforementioned issues contributed to the protectors coming off, and the scalpel protruding through the lidstock. Per specification, each tray is verified to ensure that the needle protectors are on the product, prior to further processing. We will continue to monitor for similar complaints.